Event description:
Additional information was received that the ICD was explanted and replaced. The pace/sense portion of the rv lead was abandoned surgically and the shock portion remains in service with a newly implanted rv pace/sense lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing on the rv rate sense channel. An inhibition of more than two seconds of asystole was noted; patient is pacemaker dependent. Subsequently, boston scientific technical services (ts) discussed that the cause of observation was due to electrocautery as the patient had procedures at the time this was observed; this was also confirmed by the field representative. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.